Manufacturer narrative:
It was reported that 85 patients underwent transcatheter aortic valve implantation (tavi) using a portico valve. Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities, including hypertension, diabetes, atrial fibrillation, coronary artery disease, previous cardiac surgery, previous aortic valve surgery, stroke, high gradient, and arrhythmias. Some of the complications reported were post-dilatation, implant depth against IFU, major bleeding, major vascular complications, valve migration/embolization resulting in valve-in-valve and snaring, coronary occlusion, annular rupture, new conduction disturbances, left bundle branch block, permanent pacemaker, aortic regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: cusp-overlap technique during tavina.

Event description:
The article, ¿cusp-overlap technique during transcatheter aortic valve implantation (tavi) using the self-expanding portico flexnav system¿, was reviewed. This research article is a prospective and retrospective multicenter experience to determine whether the use of the cusp overlap technique (cot) during portico implantation results in higher valve implantation and lower rates of conduction disturbances (cd). Portico valve was associated with the study. The article concluded that the use of the cot during portico implantation is feasible and facilitates a higher valve implant which in turn may help to reduce rates of new-onset cd. [The primary author of the article is [lluis asmarats, md, ], servicio de cardiologi´a, hospital de la santa creu I sant pau, instituto de investigacio´n biome´dica sant pau, barcelona, spain. The correspondence author is dabit arzamendi, md, with the corresponding email: darzamendi@santpau.cat]. It was reported that 85 patients underwent transcatheter aortic valve implantation (tavi) using a portico valve. 43 patients were retrospective patient's using the standard 3-cusp view and 42 patients were prospective patients with the cot. The average age was 82 years old, the majority of the patients were female. Comorbidities included hypertension, diabetes, atrial fibrillation, coronary artery disease, previous cardiac surgery, previous aortic valve surgery, stroke, high gradient, and arrhythmias. Peri/post complications: post-dilatation, implant depth against IFU, major bleeding, major vascular complications, valve migration/embolization resulting in valve-in-valve and snaring, coronary occlusion, annular rupture, new conduction disturbances, left bundle branch block, permanent pacemaker, aortic regurgitation. 2 deaths at 30 days.